Event description:
It was reported that intermittent air bubbles were observed within the cartridge tubing and the infusion set tubing. There was no adverse impact to her blood glucose level. Customer primed the tubing to address the issue.